Event description:
It was reported that the patient was presented to the emergency department on the afternoon of (B)(6) 2023 with fluid overload and low flows. The cause of the fluid overload was noted to be non-device related congestive heart failure that was related to the patient's pre-device etiology. The patient had a 4d computed tomography (CT) scan which showed about 70% stenosis around their outflow graft in between the bend relief. The patient had their outflow graft cleansed out surgically. The low flows resolved after the surgical procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information from CT images stated that a wall adherent thrombus within the proximal aspect of the outflow tract resulted in approximately 70% stenosis. The inflow tract appeared widely patent. The right atrium and ventricle appeared enlarged and there was paradoxical bulging of the interventricular and interatrial septum into the left and right ventricles throughout the cardiac cycle which was concerning regarding elevated right heart pressures.

Manufacturer narrative:
Manufacturer's investigation conclusion: an outflow graft (ofg) obstruction could not be conclusively confirmed via the submitted computed tomography (CT) image. Furthermore, the report of low flow alarms could not be confirmed as the account stated that they did not obtain log files when the patient was experiencing the low flow alarms. According to the account, the low flow alarms resolved after the outflow graft was cleansed out surgically. Lastly, the report of cosmetic damage to the patient¿s driveline could not be confirmed as no photographs were provided for review. The submitted system controller event log file contained events from 02feb2023 through 07feb2023. No low flow alarms were observed. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liter per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5 of the IFU, ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.